Event description:
It was reported that the customer appeared to be incoherent. It was unknown whether or not the customer was suffering from low blood glucose levels because there were no blood glucose testing supplies available at the time of the call. The paramedics were called to the location for assistance at the time of the call. Troubleshooting was performed, and found that a bolus of 9.0 units was delivered twelve hours earlier. Advised to have the customer call back after the hospitalization if further assistance is required. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.